Event description:
Reporter indicated a vns therapy programming handheld is no longer holding the battery charge. Troubleshooting did not resolve the issue. Good faith attempts to obtain add'l info have been unsuccessful to date.